Event description:
During preventative maintenance of the device, the user reported that both rubber bumpers on roller pump were falling apart. Only one of them had the spacer remaining. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.